Event description:
The patient reported that about 2 weeks ago, during the night, her infusion device shut down. She stated she did not recall if it produced a warning or alarm before it shut down. The patient reported that she tested her blood glucose, and it was 340 mg/dl. The patient reported that she immediately changed the power pack and administered a 5 unit bolus. No medical treatment was required. No symptoms of the elevated blood glucose were reported. No product is being returned.

Manufacturer narrative:
Product not returned for evaluation.